Event description:
Additional information received reported that the patient had no further issues and recovered fine. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the patient experienced periodic episodes of swelling in her back since pump implant. The patient also complained of headaches and a cfs leak was suspected. The patient had at least one attempt, in (B)(6), to seal the leak by adding a purse string around the suture and closing the dead space. At that time the catheter was not replaced or revised at that time. The patient has had a spinal headache since (B)(6) and had continued to have episodes of swelling in her back at or below the incision for the catheter. The health care provider (hcp) had aspirated the area at least twice. The aspirate was sent for analysis and confirmed to be cfs. In the or a catheter dye study was performed and there was no evidence of a break in the catheter and dye was observed in the intrathecal space. There was a small amount of fluid in the area assumed to be cfs. The existing catheter was removed. Some granular tissue or debris was found around the sc connector. The same was observed to be inside the sc connector. The connector was sent to pathology and the tissue was sent to the lab for analysis and for culture. After being removed the catheter was injected with saline to check for leaks. None were observed. There was one area that was suspect, but it did not appear to be leaking. After seeing the granular tissue around and inside of the connector, drug was aspirated from the pump. The drug was clear and it did not appear to be precipitating out of solution. A new catheter was inserted at another spinal level. The exit site from the removed catheter was sutured closed and evicel fibrin sealant was applied to the site. There was no patient injury. The pump delivered hydromorphone.

Event description:
Additional information received reported the patient had 'a lot of complications with the device.' It was reported the patient had been operated on four times and a fifth time, at which time the patient received a blood patch, 'hoping to close the leak.' It was reported the catheter had a kink, with the patient's second pump. It was then reported, the 'complications just continued, it was leaking at the spinal cord and the pump machine itself was fine.' It was reported, 'it started off to become the size of a golf ball and then that's when the kink was recognized.' It was reported 'they then went back in again and then it became the size of an egg on my spine and I had headaches.' It was reported the patient was leaking spinal fluid. The reporter stated, 'it was just a very miserable nine months of my life.' It was reported 'they' then had to go back in again. It was reported the blood patch occurred within 2011 and 2012. The reporter also stated a surgery had taken place 'in (B)(6)' to close the leak in the back.

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. There was acceptable testing. The catheter was incomplete and returned in segments.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model # 8709sc serial # (B)(4) implanted on: (B)(6) 2011 explanted on: (B)(6) 2012; 8835 personal therapy manager serial # (B)(4). (B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.